Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that when implanting a variax 2 distal radius plate, the locking screw did not lock into the plate. Another screw was used and locked into the plate successfully. Surgery was completed with a surgical delay of less than 2 minutes.